Event description:
The customer reported the system 9800 has poor image quality with vertical bars present. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, the generator interface board, and the smart switch were replaced. The system was tested and operates as intended.